Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the tower door kept failing every time it was opened. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-sep-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that tower door 1 repeatedly failed. A field service engineer (fse) found that harness connections were oxidized. The fse cleaned and treated the contacts, adjusted the connectors and verified all bus/harness connections and door/latch operations to resolve the issue. The system functioned as intended after the field service engineer repaired the device.